Manufacturer narrative:
(B)(4)

Event description:
In a literature article it was reported that a gore® viabahn® endoprosthesis with heparin bioactive surface that was implanted in the popliteal artery fractured at 3 years post implant date. It was stated that on (B)(6) 2014, an x-ray revealed a wire fracture that resulted in a type iiib endoleak. On (B)(6) 2014, a gore® viabahn® endoprosthesis reline procedure was performed. The patient was reported to have taken up vigorous cycling post implant procedure.

Manufacturer narrative:
Literature citation: chaudhuri a, re: ¿long-term outcomes and sac volume shrinkage after endovascular popliteal artery aneurysm repair(evpar)¿, european journal of vascular and endovascular surgery(2014), http://dx.doi.org/10.1016/j.ejvs.2014.10.024 results: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusion: the device remained implanted; consequently, a direct product analysis was not possible. Without additional information it is impossible to further investigate this event.